Manufacturer narrative:
(B)(4). Date sent: 7/6/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided for the device, a device history could not be performed. The lot history records were reviewed for the reload and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? No information. It was reported that, ¿while preparing to use this product, one screw was missing.¿ does this mean that one staple was missing from the reload? No, it means missing from stapler. If no, please provide additional details as to where the ¿screw¿ was missing from on the reported sr75 reload. I was informed from or ¿just missing screw from stapler."

Event description:
It was reported that prior to an unknown procedure, while preparing to use this product, one screw was missing. For this reason, the safety of the product cannot be reliable and is treated as a defective product. Unknown what device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55903. The analysis results found that the sr75 cartridge was received with no apparent damage. The reload was received fully loaded and the swing tab was found to be in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.